Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had main arm cannot communicate with the motor arm error as well as hal software error detected during bolus. The customer¿s blood glucose was 55 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump shows medtronic logo. Customer reports they were able to clear the alarm. Customer states they were able to rewind the insulin pump. Customer stated that the insulin pump did not passed self test. Customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test and self test. No pump error or the main arm cannot communicate with the motor arm alarms noted during testing however, the formatted history file confirmed pump error alarm due to software error. Device power up properly after battery installation. Power connector plug in and locked in place properly. Device shows no damage on lcd controller or lcd glass.